Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a pinched wire harness. The fse replaced the lld spring, tip clamp, plunger clamp, 2 pole cable, x-arm cable and tip clip. The instrument was tested without further problem, and was returned to expected operation.